Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, repositioned the stimulation lead, and closed. Patient presented back to the physician with an infection at the neck incision site. Cultures were taken and results returned positive for mrsa infection. Physician prescribed oral antibiotics, brought the patient into the operating room a few days later, removed the entire inspire system, flushed the neck incision site with antibiotic solution, and closed.